Event description:
It was reported that the spring wire guide (swg) was inserted smoothly without difficulty; however, while withdrawing the swg it was found fractured. As a result, the catheter and swg were removed together. Note: a follow-up from (B) (6) stated that the swg was removed in its entirety and no surgical intervention was required. There were no reported pt complications.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.